Manufacturer narrative:
The reportable event was identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The corresponding author stated that the event is generally attributed to low grade abdominal infection which is independent of catheter type or manufacturer. No impact to patient reported. Reig a.s., et al. CT-based, fiducial-free frameless stereotaxy for difficult ventriculoperitoneal shunt insertion: experience in 26 consecutive patients. Stereotactic and functional neurosurgery 2010 january ; 88:75-80.

Event description:
The reviewed literature article contained a report of a patient who developed an abdominal pseudocyst requiring temporary externalization.